Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change-out due to eri, insulation abrasion was observed through angio. The lead was capped and replaced. Patient condition was stable.